Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the pressure test by 4lbs. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a lot of contamination, the left plunger case flippers were not seated down all the way, bottom case was missing part of the seal, and screws were missing from the power receptacle seal. No alarms pertaining to the reported issue were found in the event history log. Functional testing was able to replicate the reported issue; force at 5lb was 3.38 and at 15lb was 10.95. The root cause was determined to be the force sensor was significantly bent. The force sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.